Event description:
It was reported that a patient experienced suspected peritonitis manifested by cloudy effluent coincident with peritoneal dialysis therapy. The cause, treatment and outcome of the event were not reported. The action taken with dianeal and extraneal therapies was unknown. No additional information is available. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).